Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly inside the delivery tube. When staff pulled the delivery device out of the loader device, the seal remained behind in the loader device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the non-folded seal was visible and positioned proximal to the window inside the loader assembly. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode.